Event description:
Patient was implanted with monarc sling on (B)(6) 2005. Information received states the ams monarc was implanted in "with the intention of treating the patient for pelvic organ prolapse." Patient claims "that after and as a result of the implantation she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, dyspareunia, mental pain and she has sustained permanent injury." No further information provided.

Manufacturer narrative:
The monarc instructions are recommended for general use of this device for the treatment of stress urinary incontinence. Information suggests the sling has not been removed. No conclusion can be drawn based on the information provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.